Event description:
Reportedly, the end user stepped onto the power wheelchair's footplate while transferring into the unit and fell down. Allegedly, as a result of the incident the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported that she stood on the footplate while transferring into the motorized wheelchair which allegedly caused her to fall to the ground. The owner's manual warns, "do not stand on footplate."